Event description:
It was reported by the rep the devices were used during a laparoscopic cholecystectomy. It was reported the first trocar would not stay armed; the other 2 ports were leaking insufflation through the seal in the top of the cannula.